Event description:
During an implantation procedure, this ICD would not interrogate. Several programmers were used and the device still would not interrogate. The device was not implanted; a new paradym was implanted successfully.

Event description:
During an implantation procedure, this ICD would not interrogate. Several programmers were used and the device still would not interrogate. The device was not implanted; a new paradym was implanted successfully.

Manufacturer narrative:
(B)(4) 2012,the analysis on this device is pending.(B)(4).

Manufacturer narrative:
August 10, 2012. The analysis on this device is pending.